Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. See analysis of the event.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home alone at the time fo passing. Per clinical review of the patient's continuous ECG recordings received on (B)(6) 2020, prior to passing, from approximately 17:05:51 on (B)(6) 2020 until the device shutdown at 00:50:49 on (B)(6) 2020,  the patient was in an idioventricular rhythm at 40 bpm degrading to asystole. The patient received one inappropriate shock at 17:02:50 on (B)(6) 2020. The patient's rhythm at time of treatment was asystole. Low amplitude oversensing of the cardiac signal contributed to the false detection. The patient's post shock rhythm was an idioventricular rhythm at 70 bpm. The patient's rhythm then degraded to vt at 130 bpm slowing to idioventricular rhythm at 70 bpm degrading to asystole from approximately 17:01:54 until the device shutdown at 00:50:49 on (B)(6) 2020. The patient's heart rate during vt was 130 bpm, which was below the patient's physician prescribed treatment threshold of 150 bpm, preventing the lifevest from delivering a treatment during this time.